Event description:
It was reported that on (B)(6) 2025 a system controller was exchanged. The reason for the exchange was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. .

Event description:
It was reported that on (B)(6) 2025 system controllers were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted for review. A review of the submitted controller event log file contained data spanning approximately 24 days (10may2025 to 02jun2025 per the timestamps). There were no notable alarms or events active. The pump maintained speed within the expected range throughout the log file. Provided information stated that the reason for the exchange was unknown and that the system controller would not be returned for evaluation. A root cause for the reported event was unable to be conclusively determined through analysis. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use rev. B section 2 ¿system operations¿ addresses how properly exchange the system controller and how to properly maintain all components. Heartmate 3 instructions for use rev. B section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook rev. B section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use rev. B section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook rev. B section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. This includes care of the dual power leads which should not be bent, twisted or kinked. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook rev. B cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website no further information was provided. The manufacturer is closing the file on this event.